Event description:
It was reported by service report that the brakes were not functioning properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): brake cams and caster tube brake pin guides.